Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Mlc-20 user's test strip had poor storage.(bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 481 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).